Event description:
The customer reported that there were line artifacts on the image. Two error codes also displayed on the system. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The sensor panel was returned for evaluation. The service engineer replaced the di pc board. He also replaced the cover unit, side covers, and bottom covers. The panel was serviced for exterior panel screw torque. He performed the calibration and self tests, and all functions met specifications. MFR cross-reference #: (B)(4).